Event description:
It was reported when using the pyxis anesthesia es system shows a maintenance notification for bio-ID. The customer reported that there was a delay to the patient care. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to bio ID failure. A field service engineer performed a reboot and reinitialized the drivers of the station to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.